Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level ranged from 306-307 mg/dl. The customer performed a reset on the pump and the touchscreen issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.